Event description:
Additional information received reported that the event had been "likely due to proximity to a magnet in slot machine." It was noted that no intervention was needed.

Event description:
It was reported that the patient's device was unexpectedly turned off while going into a casino. It was noted that this event occurred two years prior to report. It was further noted that the patient had been to many casinos in the past, and did not have the same issue. The patient's mother noted that they "think the way the patient got into the car turned his therapy off on the one side. It was further noted that the patient forgot to bring his patient programmer with him and he was 2 hours away from home. It was noted that the patient "endured violent tremors" while at the casino and on the way back home. The patient's mother indicated that the patient had "tremors and other different things." The compatibility guidelines regarding "lasik surgery" were reviewed. It was noted that the patient's mother would discuss turning off the stimulator with the neurologist for this procedure. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7428, serial# (B)(4), implanted: (B)(6) 2010. Product type: neurostimulator: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3389s-40, lot# v063950, implanted: (B)(6) 2007. Product type: lead: product ID 3389s-40, lot# v063950, implanted: (B)(6) 2007. Product type: lead. (B)(4).